Event description:
The complainant reported that the physician was performing the therapeutic procedure of an ercp on a pt with a large cancerous mass in the pancreas. During the procedure, the doctor came to a large stricture, and was able to get above the stricture, but during the manipulation of the device past and above the stricture, approximately 1.5cm of the device tip broke off into the pt's common bile duct (cbd). The complainant reported that the doctor was able to successfully place a stent in the pt's cbd. The physician did not and will not attempt to remove the device tip, as the pt's condition is considered imminently terminal, and it is felt that the tip would be defecated by the pt. Subsequent to the procedure, the pt condition was stable; the pt was released from the hospital and returned home.